Event description:
After an implantation period of approximately 103 months it was reported that the patient received inappropriate shocks due to oversensing. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Repositioning surgery was performed today, december 22. Noise had been introduced due to loose pins. The lead remains implanted and active. -

Manufacturer narrative:
Repositioning surgery was performed today, december 22. Noise had been introduced due to loose pins. The lead remains implanted and active. The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the mos2 battery status. An amount of 40 charging cycles was recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms the clinical observation was confirmed. The iegms from episodes 133 to 165 documented the presence of noise in the right ventricular channel and, in some cases, cross-talk from the atrium. Regarding reported shocks in (B)(6) 2022 no analysis could be performed, since the corresponding iegms were overwritten by newer episodes. The header of the ICD was thoroughly inspected. No anomalies were observed. In particular, the set-screws showed screw marks, indicating that the lead had been properly connected to the ICD header. A sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Based on the available information the integrity of the lead cannot be assured.